Event description:
Situation: jp (jackson-pratt) drain incompletely removed from patient, with remnant piece lodged in patient's abdomen. Background: patient underwent liver surgery and had two round jp drains intra-operatively. Due to decreased serosanguinous drainage, it was appropriate clinical timing for removal. Assessment: on the date of removal, area was prepped, suture only was cut, drain was briefly rotated to ensure suture was removed in its entirety. Dressing supplies were gathered and when attention was turned to remove the drain, it had already fallen out. Based on the tip of the drain, as well as the length of the removed drain tubing, it was clear it had not been removed in its entirety. Follow up imaging revealed retained fragment of the jp drain in the abdomen recommendation: review of surgical supplies that may have contributed to the integrity of jp drain used follow-up email: it is not thought to be practice-related as I performed the removal myself. I had cut only the suture with the suture scissors, never having made any contact with the drain tubing itself. The tubing was not pulled on at all, and simply fell out when the drain was picked up with the intention of removing it. The segment where the fracture occurred was inside of the abdominal wall, and unreachable from the outside. We have some suspicion that there was likely a malfunction with this particular drain at least one day beforehand, as the drain output abruptly dropped to basically zero for the day prior to and day of removal. The drain on the other side continued to have output. We know further it was not kinked in any way because of direct visualization during the case, and the fact that the drain had a fair amount of output in the days leading up to removal. We also have imaging from [redacted date], 4 days prior to this incident, showing both drains in appropriate positioning. I have inquired from our operating room team about the information you requested. I cannot guarantee this is the exact lot number of the item used during the case, as the original case was performed about 1 week prior to drain removal (on [redacted date]). This is the information I was provided with: bard, channel drain, ref: 072188, lot: ngdu1426, item name: 15fr round full fluted (jp drain). Patient needed to return to operating room for definitive management with laparoscopic retrieval. There is no potential for further harm to the patient as a direct consequence of this complication, beyond standard post-surgical risks discussed during the informed consent process. Retained by our legal department due to patient having to return to the operating room.